Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery with multiple cartridges. In addition, it was reported that the insulin gauge was inaccurate and that the battery gauge was observed to be fluctuating. Customer's blood glucose level ranged from 90-408 mg/dl. The customer continued using the pump for insulin therapy and declined to further troubleshoot with tandem technical support.